Event description:
It was reported that the customer had a no delivery alarm during bolus delivery. The blood glucose level is 500 mg/dl. Customer states the issue was resolved by a complete set change, but there was a bent. Troubleshooting was performed and the issue was resolved with a set change. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.